Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The insulin flow blocked alarm functioning properly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer was hospitalized on (B)(6) 2019 due to high blood glucose of 665 mg/dl and also they were positive for ketones. The customer's other blood glucose values were 115 mg/dl, 300 mg/dl, and 170 mg/dl. The customer reported that the ok and menu buttons on the insulin pump were reacting badly and there was no or intermittent response by button press. The customer was advised to change the battery; however the buttons were still unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.